Event description:
It was reported by the patient that he wanted to have his vns removed since his neurologist will not see him anymore. The patient states that because he is not giving his vns checked by the physician anymore, he is not received any therapy. He indicated that he believes he is having seizures as a result because he will wake up with scratches and bruises all over. The patient informed a manufacturer representative that if no one helped him have the vns removed that he would cut it out himself. The patient indicated he is not currently seeing a neurologist but was recommended that he see one to pursue removal. It is unknown if the patient is currently any physicians as recommended. Follow-up with two of the patient's reported previous physician's found that they discharged the patient and no longer see him due to intolerable behavior.